Event description:
It was reported that, during an ukr surgery, the pin driver was stripped. It worked fine when putting the pins in, but not when pulling them out: the pin driver was just spinning and not pulling the pins out. The issue was resolved by using the back-up device. It is unknown if surgery was delayed. The patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. Visual inspection of the returned pin driver found the inner portion would spin when it should have been fixed in place. The relationship of the subject device and reported event has been established. The broken pin driver was due to a mechanical component failure. Contributing factors related to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw.